Event description:
"The ceramic tip broke off in the patient during the procedure. They will not release part to acmi until they have completed their investigation." There was no report of patient injury.